Event description:
It was reported that the maryland bipolar forceps had a poor tip. The procedure outcome is unknown.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have charring and localized melting on bipolar yaw pulley, near the grip. The instrument passed the electrical continuity test. The complaint regarding the tip issue was confirmed by failure analysis.